Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient repeatedly experienced insulin injection blocker during sleep. When the patient woke up, blood glucose level observed was 373 mg/dl and then bolus was administered however it was blocked and only a small amount was inserted. Since the pump was stopped so the entire injection was stopped. 2u insulin was given through pen but it increased to 390mg/dl. The patient's blood glucose levels were good within 400 mg/dl and there were no problems with the patient's physical condition, so guidance was provided. Alarm history was provided as - 11:46 high glucose alert, 11:46 high glucose alert, 11:41 high glucose alert, 9:37 high glucose alert, 9:01 blocked, 8:56 blocked, 8:51 blocked. Daily history was- 9:01 0.000u/3u, normal residual insulin 1.1 u, 8:56 0.000u/3u, normal residual insulin 1.3 u, 8:51 0.000u/2.8u, normal residual insulin 1.4 u. Afterwards, injection set was replaced. No further information available.